Event description:
Reporter indicated that vns pt experienced dizziness and subsequently fell over. The pt's programmed parameters were reportedly increased the day before. Upon waking, pt "looked very white," felt very dizzy and fell over. The pt indicated that they felt as if they did not get enough sleep the night before. There had reportedly been no recent changes in the pt's drug regimen. Further follow-up with treating neurologist revealed that the pt was doing relatively well and that it was not believed that the pt's symptoms were related to the vns. Neurologist indicated that the pt's symptoms might have been caused by an interaction between their mood, chronic pain and anti-epileptic medications. No intervention is planned. Neurologist plans to see pt for follow-up in 4-6 weeks.